Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited poor pacing resulting in loss of capture. The lv lead was not used and was replaced on 18 december 2025. The patient remained in stable condition.

Manufacturer narrative:
Correction: section d4. Serial number and primary unique device identification (UDI) number should have been: (B)(6) and (B)(4), rather than (B)(6) and (B)(4).